Event description:
A malfunction alarm related to altitude was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised cleaning to prevent future alarms, and the customer replaced the cartridge to resolve the issue, after which the pump resumed normal operation.